Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt their "battery was low" and "was having abnormal rhythm". The implantable pulse generator (ipg) had reached recommended replacement time (rrt). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.